Event description:
It was reported that the patient experienced fatigue and shortness of breath with little exertion. The atrial lead had varying thresholds and possible fracture. The device was reprogrammed to turn the lead off. The patient is scheduled to see an electrophysiologists to discuss possible new lead implant. The lead currently remains in use. No further patient complications have been reported as a result of this event. 2014-(B)(6): the lead was explanted and replaced.

Event description:
It was reported that the patient experienced fatigue and shortness of breath with little exertion. The atrial lead had varying thresholds and possible fracture. The device was reprogrammed to turn the lead off. The patient is scheduled to see an electrophysiologists to discuss possible new lead implant. The lead currently remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: (B)(4) implantable pulse generator 2002 (B)(6); 4092 implantable pacing lead 2002 (B)(6). (B)(4).